Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six days after the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated first degree atrio-ventricular (av) block, left bundle branch block (lbbb), right bundle branch block (rbbb) and atrial fibrillation (afib). Subsequently, a permanent pacemaker was implanted eight days after valve implant. It was reported that the permanent pacemaker was implanted due to the new occurrence of afib and alternating lbbb and rbbb. It was reported that first degree av block and rbbb were pre-existing. No additional adverse patient effects were reported.